Event description:
It was reported that the left ventricular lead exhibited an elevated pacing threshold. The device was reprogrammed. The lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).